Manufacturer narrative:
The reported event of inverted current of injury during implant could not be confirmed. As received, a complete lead was returned in one piece. Visual inspection and electrical testing of the lead found no anomalies. Analysis was normal.

Event description:
Additional information reported that during the implant, the physician tried multiple positions for the right ventricular lead, however the current of injury was inverted. The physician chose to use a different lead for implant. The new lead was successful, so the physician believed the issue to be with the initial lead rather than patient anatomy or perforation. The patient was in stable condition throughout.

Event description:
It was reported that the patient presented for an implant procedure. The physician attempted to implant the right ventricular lead but was unable to get appropriate test results with the lead. The lead was removed and a different lead was implanted instead.

Manufacturer narrative:
Further information was requested but not received.